Event description:
It was reported that, this right atrial (ra) lead of the cardiac resynchronization therapy defibrillator (crt-d) system exhibited left side driven oversensing. This device remains in service. No adverse patient effects were reported.